Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material deformation of the stent were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to stent dislodgement with material deformation prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal contributed to the reported stent dislodgement and subsequent material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 8.0x39mm otw omnilink elite stent delivery system (sds), it was noted the stent was partially off the balloon and a stent strut was lifted. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.